Event description:
After cement had been mixed per instructions and placed in the injector, the physician began to inject. The physician noted that the cement appeared to be a little runny. The cement was then noted to go into the vascular system and spinal column. The pt is doing ok at this time, but will continue to be monitored to determine what affect, if any, the cement will have on the lungs and spinal column.

Manufacturer narrative:
Eval: this event is still under investigation.